Event description:
It was reported that when using the bd pyxis¿ es server, medication was not loaded. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where medication was not loaded. A technical support specialist performed troubleshooting on device version 1.11. Review of the all-device events report showed a refill transaction for the medication drawer 4, pocket 3; however, the inventory report returned no results for this medication. The device was confirmed to be communicating with the server, with uploads fully up to date. Further investigation showed that this medid is not present in the facility formulary or in the pharmacy formulary for any pis. Historical database records indicate that the medication originally belonged to the epic_pharmacy pis. The device underwent a host conversion, which explains the absence of an unload transaction. The new med ID was currently loaded in the device. If the medication was no longer present following the host conversion, it would indicate that the med ID association was not included in the crosswalk file used during the project, resulting in existing inventory not migrating to the new med ID and appearing to disappear from the station without an unload transaction. An email containing these findings was sent to the customer. The system functioned as intended after the technical support specialist troubleshot the device.